Event description:
It was reported that the 2800 system max dose output measured 9.139 r/min. The nevada state regulation is 5.0 r/min or below. The system is not down at this time. No patients involved.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative completed a ma limit calibration of the system. The system was tested and is within state specifications. System is functioning as intended and was placed back into service.